Event description:
It was reported that an occlusion alarm occurred. It was reported that the customer is using cold insulin and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that using cold insulin and wearing the pump supplies for 3-4 days, is off label per the user guide. The customer went to the emergency room (ER) and subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 600 mg/dl and diabetic ketoacidosis. The customer attempted to address the elevated (bg) with a correction bolus via the pump and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Customer declined follow up to obtain the hospital release date.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned